Event description:
It was reported that during an hpb liver resection procedure, the min and max buttons were not working properly. They would continue to operate after the finger was released from the buttons. A new device was opened to successfully complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Additional information: the device was returned in good physical condition. The device was tested with a test handpiece and generator and the device did activate using max and min buttons. The device was disassembled but no anomalies that could affect the functionality of the hand activation buttons were found. It could not be determined why the device reportedly continue to operate after the finger was released from the buttons this report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.